Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker experienced a fall at home. It was noted that the patient had atrial flutter, frequent premature atrial contractions (pacs), paroxysmal atrial tachycardia, and stored rythmiq episodes that showed frequent non-conducted as events. Technical services (ts) recommended paging a local field representative for further evaluation to determine the cause of the non-conducted as events. This pacemaker remains in service. No additional adverse patient effects were reported.